Event description:
It was reported to philips that the system does not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that system does not boot up completely. After reviewing log file fse found multiple system startups and the flex spot-pc did not startup. Upon troubleshooting fse found that the customer had an object in contact with the keyboard while the system was powered on. The system recognized this and interpreted it as an indication that the customer intended to access the bios mode, resulting in a password prompt during the boot process. To resolve the issue, fse explained the issue with customer. After explained the issue with customer, the system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by user. The user had an object in contact with the keyboard while the system was powered on. The system recognized this and interpreted it as an indication that the customer intended to access the bios mode, resulting in a password prompt during the boot process. The reported malfunction did not happen due to the philips product, it¿s basically happened due to in proper system operation. This event would not be reportable. The codes were updated based on the investigation outcome.